Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.¿ the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed via a 6f sheath in the mildly calcified left common femoral artery prior to an impella interventional procedure. The sheath was upsized to a 14f and the interventional procedure was completed. The pre-placed sutures of the proglide devices were used and the knots advanced; however, hemostasis was not achieved. The sutures of an additional proglide device were deployed; however, hemostasis was still not achieved. The sheath was put back into the access site and protamine was administered. Later the sheath was removed and hemostasis was achieved with light manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.